Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving prialt (5 mcg/day; concentration unknown by the reporter) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016, the patient called in and it was noted that the patient was very difficult to understand on the phone and appeared to not be able to answer questions in a direct manner in any way. The patient contradicted statements and also did not appear to be thinking very clearly as he was confused greatly on the call. Because of these challenges, the agent tried their best to document the patient¿s reported events and tried to make some sense of them, but not all questions could be asked on all events because of the communication challenges. The patient stated the ¿he feels someone from the manufacturer is trying to contact him¿; he stated that he ¿thought at one time his pump was trying to talk to him.¿ it was reviewed that this was not possible. The patient also stated that he ¿heard something¿ and that he had been ¿hearing beeps.¿ when asked if the pump was alarming, the patient stated that he ¿doesn¿t know how to hear the alarm.¿ his pump site had gotten hot a couple of times/sometimes since implant and he had not told his doctor about this concern. He mentioned something about fluid loss that did not make sense. He reported that he ¿has a mouth infection¿; he later stated that it was not a mouth infection but rather inflammation due to an autoimmune disorder that began in (B)(6) 2016 which was prior to the pump implant. The patient¿s ¿left mouth ¿ his tongue is vibrating hard and the vibration changes¿; his tongue started vibrating after he got the pump implanted. He mentioned a procedure to ¿remove blood.¿ no other inventions were mentioned. Additional information was received on (B)(4) 2016 from a healthcare professional (hcp) and it was reported that the patient called daily and they were working with the patient to resolve his symptoms. The hcp stated that the pump was now at minimum rate and the patient was receiving 0.15 mcg/day of prialt. She stated that the patient had a follow up appointment on (B)(6) 2016 where he would discuss with the doctor what the next steps would be. She stated that the doctor did not feel like he was able to rule out the prialt as the cause of the patient¿s issues until the patient was completely off of prialt. She was not able to comment on the fluid loss or the procedure to remove blood, as those had not been reported to them. They were only aware of the hallucinations. They continued to talk to the patient daily and followed up as needed. The doctor did not return to the office until (B)(6) 2016, though they had been making him fully aware of the issues while he had been out. The hcp had no further information to provide regarding the event.